Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a deformation, a dark circle around the patch, and clouds and bubbles in the gel after the autoclave disinfection process. A microscopic analysis of the returned device identified wear abrasion. A weight test of the explanted material was performed which verified the weight of the device within the specification. Based on the device analysis, the final assessment is mo observations found related with the complaint reported by the physician.

Event description:
Healthcare provider reported a right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event capsular contracture baker grade unknown of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side capsular contracture baker grade unknown. Device has been explanted.